Event description:
It was reported that approximately 87 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, ambulation difficulties, balance problems, distress, osteolysis, implant pain, and joint effusion. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2023-00128 concomitants: 200-02-35 -3520904 - three peg patella 35mm, 02-012-45-5040 - 4118288 - lgc tibial fit tray cem sz 5f / 4t. The product associated with the reported event is within the scope of recall [z-0021-2022]; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00128. The reason for the revision reported may be the result of prosthesis wear, femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.